Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that upon initial use of the pump a temperature alarm occurred while the customer was within labeled temperature range. In addition, it was reported a data error alert occurred indicating a data log corruption. Customer's blood glucose level was 104 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.